Event description:
Reporting rationale: death. Reporting status: perforation not sealed. Device issue: failure to seal perforation. It was reported that during the procedure an unknown guide wire was being aggressively used resulting in a perforation. The guide wire remained incorrectly placed in the pericardium and the graftmaster was advanced and deployed in an attempt to seal the perforation in the distal rca. As the guide wire was incorrectly located, the graftmaster was incorrectly placed. Although reportedly there was no malfunction of the graftmaster, it was unable to seal the perforation and the patient subsequently died. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - based on the review of the device history records, it can be assumed that the device was in working order and left abbott vascular instruments as per specifications.